Event description:
It was reported by the patient that the batteries in the remote monitor were corroded and that there was corrosion on the monitor as well. It was cleaned off and the batteries replaced, but the monitor still did not power up. The monitor was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and the service department confirmed the customer comment that there was corrosion in the battery department. Vendor analysis also confirmed that the corrosion and contamination in the battery compartment kept the unit from being able to power up.